Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is scheduled to be revised due to a metal allergy in the right knee.

Manufacturer narrative:
Medical product: zimmer nexgen lcck option femoral size e, right. (Catalog #: 00599401592 lot #: 62150740), zimmer nexgen stemmed tibia component precoat, size 3 (catalog #: 00598800300 lot #: 60934230), zimmer nexgen cra precoat femoral, posterior augment size e, 5mm. (Catalog #: 00599003501 lot #: 61693297), zimmer nexgen cra precoat femoral, distal augment size e, 5mm.(catalog #: 00599003501 lot #: 61329011), zimmer nexgen fluted stem extension, size 17mm dia * 75mm length.(catalog #: 00598801517 lot #: 61685475), zimmer nexgen fluted stem extension, size 13mm dia * 75mm length.(catalog #: 00598801513 lot #: 61769409), zimmer nexgen lcck articular surface, size striped yellow/e f 14mm.(catalog #: 00599403214 lot #: 62138229) complaint sample was evaluated and the reported event was not confirmed. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Nexgen knee system packaging insert, metal sensitivity is listed as known risk of this procedure. A definitive root cause is patient¿s nickel allergy (patient condition). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient will undergo revision surgery due to nickel allergy. However, updated information received mar 22, 2017 stated that the patient still has this implant in and no revision surgery performed.